Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), do not cover significant arteries with the endoprosthesis. Vessel occlusion may occur. Gore® excluder® aaa endoprosthesis instructions for use recommends: determine accurate size of anatomy and proper size of device to confirm deployment locations. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to occlusion of device or native vessel. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placements.

Event description:
On (B)(6) 2021, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After the proximal part of the trunk ipsilateral leg endoprosthesis was deployed, the physician attempted to deploy the ipsilateral leg with pushing up it about 3cm. However, the left renal artery was unintentionally partial covered about 50% by the trunk ipsilateral leg endoprosthesis and the right internal iliac artery was also unintentionally covered by the ipsilateral leg. The blood flow of the left renal artery had no issue. The blood flow of the right internal iliac artery was slightly decreased. According to the physician, pushing up caused the left renal artery coverage. The right internal iliac artery was covered because the ipsilateral leg was not pushed up enough. Reportedly, there was nothing in patient¿s anatomy caused or contributed to the event. No additional treatment was performed to both vessel coverage. The physician decided to monitor the patient. The patient tolerated the procedure.